Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump does not hold the charge anymore and it has a charging issue. The pump was off at the time of the call and unable to be turned back on despite being connected to a power source. The charging supplies were confirmed to be charging another device successfully. There was no impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery depletion could not be evaluated due to damage usb pins.